Event description:
It was reported that this brady lead was explanted due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to high pacing threshold. A new lead with the same model was implanted. Furthermore, lead was retained by hospital. No additional adverse patient effects were reported.